Event description:
It was reported that the 9600 system in the boost was getting a charger and regulator fail. It was also noted that the high contrast resolution fails to meet acr standards. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced generator batteries to repair error in boost. High contrast resolution was checked and met specs. The system was found to be working as intended and placed back into service.